Event description:
It was reported that the balloon broke and the procedure was canceled. The target lesion was located in the severely calcified coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail and 3.50 x 48mm synergy xd monorail us were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that due to very heavy calcium burden in proximal vessel, devices could not advanced under exertion and shafts were kinked/broken while attempting to advance. The procedure was canceled. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.